Manufacturer narrative:
Inspected one opened and used reservoir. Inspected reservoir o rings and stopper groove for anomalies, none were found. Ran basal, bolus leaking test per specifications, reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into an insulin pump. Reservoir did not leak or have air bubbles.

Event description:
It is reported that a customer found a leak in the reservoir compartment of their insulin pump. The patient's blood glucose level was at 130 mg/dl. The customer stated that there are air bubbles in the reservoir. The customer was assisted with the issue and was informed that the reservoir needed to be replaced and was advised to send the reservoir back for analysis. A new reservoir was shipped to the customer. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.